Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2079 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong PICC placed under the guidance of ultrasound on (B)(6) 2020. The procedure went smoothly. On the following day, a nurse found extravasation at the puncture site when infusing fluids for this patient. Fluid leakage stopped when infusion was ceased. An operator suspected the catheter of damage and therefore removed it, and found a sandhole with the catheter during flushing. A new catheter was then placed for this patient was then completed for subsequent treatment.